Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 8/21/2025 h6 component code: g07002 - no device problem found. H6 component code: c22 - photo analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested the following was obtained: was the sterility of the device compromised? Please describe the sterile packaging: were there any issues with the seal of the sterile packaging? Are there any tears/holes in the sterile packaging? Received information as following from sales rep via phone today. Please refer to attached photo, other information requested is unknown. H3 investigational summary: the product was returned to ethicon for evaluation. One unopened sample was received for analysis. Product code sxmp1b434. During the initial inspection of the sample, a hole was observed in the foil packet, suggesting it was caused from the outside in by an unknown object compromising the integrity of the sterility. Additionally, a photograph was provided, clearly displaying the damaged packaging, which is consistent with the condition of the received sample. Due to the damage found on the device, the complaint is confirmed. The condition of the package is indicative of handling and storage issues that occurred outside of ethicon control. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2025 and barbed suture was used. It was reported from the analysis of the returned product a hole was observed in the foil packet. It was reported that the primary package of the product was found damaged prior to use. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.